Manufacturer narrative:
Product ID 3093-28, lot # va014tz, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer. (B)(4).

Event description:
It was reported that the patient experienced a lack of therapeutic effect following a fall 5 days ago. She had a loss of bladder control which was worse at nighttime than during the day. Her symptoms have had some improvement since her implant but she was flooding and not able to control some of her symptoms at night. Since the fall, she had taken pain medications (oral tramacol and tetralax 10mg) but they cause her to be nauseated, doped up and "sick to her stomach." She experienced swelling in her pocket and tailbone area where the implantable neurostimulator (ins) and leads were located. It was noted that the area "looked clear, no redness, or discoloration." She stated she started to get "stiff" since the fall. The patient fell more to her left side of her body and not on the ins which is located on her right side. The patient also stated that she couldn't tolerate increasing stim the first week after surgery because it wasn't comfortable. Four days later the patient started to have flooding where she was unable to get to the bathroom at night. She noted that prior to the implant she had flooding but she would "drizzle." On the day of her fall, the patient changed her device to program 4. She was on program 2 for approximately four days prior to that. Today the patient had changed to program 3 but was on program 2 yesterday. Last night on program 2 she reported one "bad leak" and "changed three times that night." The patient had stated she had a complete hysterectomy 20 years ago due to endometriosis, 15 years ago she had issues with urinary, and 10 years ago she had an increase in symptoms to chronic issues with her urinary symptoms. In the past 2-3 years, she had been cathing every 2-3 hours. She reported having damage to her nerves at the bladder and that area had a lot of scar tissue. In the year 2000 she had a cystoscopy and biopsy; everything "came out fine." Approximately 1 month later, the patient reported that she felt acute pain while stimulation was turned on. The patient still experienced leaking issues. She saw her doctor on (B)(6) 2012 and an x-ray was performed and everything "checked out fine." The health care professional (hcp) stated she may be sore for up to 3 months after initial implant. The patient stated that the sharp pain was worse at night and in the mornings. On (B)(6) 2012, she changed from program 3 to program 2. She noted that she really started to feel the pain on (B)(6) 2012 where the leads were located so she turned her stim off. With stim off, her sharp pain disappeared but still had the "soreness pain." The patient reported she did not have any leaking on (B)(6) 2012. The patient had tried all 4 programs and stated that program 3 had given her a 50-60% success rate but she seemed to still have the sharp pain. The patient's next appointment with the hcp was scheduled for (B)(6) 2013. The patient stated the therapy was helping a little but still had to catheterize before she went anywhere. The patient status was noted as "undetermined" at the time of this report.